Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The dr had difficulty removing the iab from the pt. No leak was rpt'd. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 10/9/96. Pt current status: unk - rpt'd 10/9/96.